Event description:
Related manufacturer's reference number: 2017865-2021-38327. Related manufacturer's reference number: 2017865-2021-38329. Related manufacturer's reference number: 2017865-2021-38330. It was reported the patient presented in the hospital. It was observed the patient had an infection. The patient had there implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads were explanted on (B)(6) 2021 and replaced (B)(6) 2021. The patient was reported to be recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the cause of infection could not be traced to the device.